Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A company clinical application specialist was onsite to observe surgeries. It was reported during the first case the eye tracker lost the pupil and a message "treatment stopped" appeared. The laser stopped with five seconds left of treatment. The doctor continued to tap the center pedal several times. He was instructed to reduce the scope light and continue on the laser pedal and treatment was able to be completed.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. During service onsite visit after this event, the field service engineer (fse) verified that the system was able to capture and hold pupils of test items in various locations. The fse calibrated the system and performed testing. According the logfile, the root cause for the pupil detection (not centered pupil or difficult to track pupil) is most likely a handling issue. The root cause could not be determined conclusively. The most likely root cause is handling issue. The manufacturer internal reference number is:(B)(4).